Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that the display of the coaguchek xs meter with serial number (B)(4) only showed half of the screen. The customer was only able to see the segments of the first "8" in the results field. All other segments of the results field were missing. There was no allegation that an adverse event occurred. The device was requested for investigation. Preliminary investigation of the meter confirmed that segments were missing from the results field of the display. The investigation is ongoing.

Manufacturer narrative:
Further investigation of the meter indicated a customer handling error as the meter appeared to have been dropped. The display showed a crack and the outer end of the test strip adapter (tsa) showed damage which indicated a fall. The risk to a customer of reading an incorrect result can be excluded as no meaningful number is displayed.